Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Device code: 1494, off-label use, age<21. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 -14.5/1.5/109 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was removed within the same surgery and replaced with a shorter length lens of similar diopter due to lens tear/break during injection/delivery into the eye. No patient injury. This resolved the problem.